Manufacturer narrative:
Unit passed self test. Unit received with missing retainer ring, missing reservoir tube o-ring, broken reservoir tube lip and minor scratched lcd window. (B)(6) 2016. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s plastic ring from around reservoir compartment had become loosed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.